Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, upon inflation below rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.